Event description:
Sound cap vent (rubber valve) broke off of the airseal trocar and fell into the patient's abdominal cavity during the robotic case. The sound cap was retrieved from the abdominal cavity. No patient harm reported.